Event description:
The following information was provided to cook by the FDA on a medwatch form that was submitted by the user facility: the gi m.d. Found stricture in the patient's duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and was unable to pass the endoscope through. The gi m.d. Used the cook hercules 3 stage wireguided balloon to dilate the stricture, but the wire would not come out of the balloon. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The wire guide was difficult to advance and retract due to a crack in the catheter. The catheter was cracked approximately 157 cm from the distal end. The wire guide was removed from the device and examined. The wire guide had a kink approximately 157.5 cm from the distal end. A known good cook wire guide was advanced into the proximal end of the wire guide lumen of the balloon. The good wire guide would advance to the location of the crack with no resistance. The good wire guide was then loaded from the distal end and would advance to the location of the crack in the catheter without any resistance. The wire guide could advance and retract with difficulty through the crack in the catheter. The wire guide would advance and retract through all other sections of the catheter without difficulty. No part of the device was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage esophageal-pyloric-colonic wire guided balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.